Event description:
On (B)(6) 2022, a coronary atherectomy procedure commenced to treat a calcified lesion; no balloon nor microcatheter could cross the lesion. The physician chose to use the spectranetics cvx-300 excimer laser system to power a device to treat the lesion. After the procedure had begun (the patient's body had been opened in order to treat), the cvx-300 displayed a power error and could not be used, which required intervention to close the patient's artery. The procedure was aborted for that day. The cvx-300 was repaired, and the case was successfully completed on (B)(6) 2022 with no reported patient harm. This report captures the cvx-300 which malfunctioned after the procedure had begun, which required intervention.

Manufacturer narrative:
Lot number, expiration date and UDI n/a for this system. Hthe device was evaluated on-site by field service engineer. The system was exhibiting low max energy (low energy output, requiring the gas to be exchanged within the system). A gas exchange and anti-reflective (ar) windows replacement (routine service process) were performed. System calibration was performed and proper system operation was verified. After evaluation, investigation and repair were complete, low max energy (low energy output) was determined to be the cause of the reported failure.